Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements and the auto setup failed all vectors. Troubleshooting options were discussed and recommended. A command shock was performed and the shock impedance was still high. Then, a defibrillation threshold (dft) testing was performed and it was noted that the commanded shock was successfully delivered and the post-shock impedance measurements decreased. High shock impedance is due to body mass index (bmi) and a pocket revision did not help. Reprogramming efforts to the same programming as the old device was made. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.